Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 105"admin set 20dp, w/2 y site, cv clmps had blood backflow. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: b2-70072, batch no: 20085276. It was reported the secondary set backed up into the primary set.

Event description:
It was reported that 105"admin set 20dp, w/2 y site, cv clmps had blood backflow. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: b2-70072, batch no: 20085276. It was reported the secondary set backed up into the primary set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-25. H6: investigation summary: a device history review was conducted for lot number 20085276. Two sample sets received. Two materials model b2-70072 primary sets and two secondary infusion tubing sets were tested with a customer¿s complaint of back flow into primary set through a check valve. The sets were photographed by customer in the correct ¿piggyback¿ secondary infusion organization so an incorrect assembly was not suspected. The photographs showed clear evidence of backflow of the secondary medication (brown) into the primary fluid (clear/colorless) which verified the customer¿s complaint. To test the sets, a blue dye solution was infused through the secondary set at a high infusion rate (200ml/hr) and a saline solution through the primary. Both separate sets were tested in this manner and no backflow was observed after an hour of infusion. After this, for testing purposes, an attempt was made to force backflow using blue dye in a syringe (through smartsite port) and the primary set¿s roller clamp closed. This type of pressure has been known to force backflow in the past. Multiple attempts were made but only one backflow was successful with only one set. Root cause definition: the condition reported by customer under this complaint was confirmed (based on how the customer reported the issue), however, the samples were tested, and no backflow were observed in the samples after an hour of infusion and before the attempt to force it, therefore, the root cause could not be confirmed. H3 other text : see h10.